Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: accessory. Product ID: 8709, lot# j0056610r, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
It was reported that since replacement the patient complained of pain and pressure under the pump. An examination on (B)(6) 2014 found abnormal, significant tenderness and pain. It was noted that the patient could not tolerate it. Diagnostics included an ultrasound and a CT scan which were normal for the subject. Any pressure on the pump such as palpation or tight pants was too much for the patient. The patient had pain at the intrathecal pump implantation site. The severity was mild (does not interfere in a significant manner with the subject¿s normal functioning level). Other action taken included an unscheduled clinic or office visit. The pump was repositioned or moved to the other side of the abdomen on (B)(6) 2014. The outcome was resolved without sequelae on (B)(6) 2014. The pump was used to infuse dilaudid and clonidine. If additional information is received, a follow-up report will be sent.